Event description:
A check pt line alarm during initial drain. Drain volume was 0ml. The tsr assisted to clear the alarm. The tsr instructed to end the therapy, pull the tubing lines up and down to check for kinks and then start over. The hp started therapy and was in priming state. There was no pt injury or medical intervention indicated at the time of the call.